Event description:
It was reported that the pt experienced blood glucose > 500 mg/dl intermittently for more than 24 hours; there were occasional reports of small to moderate ketones; no signs of symptoms of hyperglycemia were reported. A family member reported that following information. She changed the cartridge and infusion set four times since the onset of the problem. The pt's blood glucose responded to injections from the same vial of insulin. Review of pump settings revealed accurate basal, bolus, and date/time programming. The history of insulin delivery was correct. There were no relevant alarms in the history. A 3.00 unit air bolus was successfully delivered. There was no air in the cartridge or tubing. No site issues were noted - no bent cannulas, no blood in cannula, and no leaking. There were no notable changes in activity, medications, or state of health. Insulin injections and temporary basal rate increases were recommended by the pt's physician to correct the elevations. The family member reported that the pt's blood glucose excursions were fully resolved within two days. The pt has continued to use the pump with no reported subsequent events. This event is being reported based on the conclusion that the possibility that the pump contributed to the blood glucose excursion cannot be ruled out.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.